Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that part of the lens was torn off and missing and there was a clear surgical residue on the lens. A work order search was performed, and there were no similar complaints found within the work order. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and discovered the patient's posterior capsule was torn. The lens was removed without enlarging the incision and a vitrectomy was performed. The cause of the incident was unknown.